Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had an appointment with their healthcare provider (hcp). The patient's device was turned off for one week and all is fine now. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient was feeling stimulation that was pulsing/vibrating in the front of her pelvis area and that it would not stop. The patient stated that even when she turns stimulation off, she still feels it. The patient reported that this is a different stimulation sensation that she normally has when the device is on. The patient thought that this sensation was a part of the normal stimulation pattern at first. Patient services attempted to troubleshoot by turning stimulation off, but this did not resolve the issue. The patient could still feel the sensation. The patient was asked if she had any trauma/falls recently that may have affected the device. The patient stated that she is a snow boarder and works out in a position where she is on her spine. The patient noted that she is pretty active, but does not remember any falls. The patient does not currently have a managing healthcare professional (hcp) but was in the process of contacting one. No further complications were anticipated/reported.